Event description:
As reported by the user facility: b braun infusion pump repeatedly alarmed indicating "air bubble," preventing infusion from running properly. Completed all troubleshooting measures as per shared health guidelines for b braun pumps, including checking tubing connections, inspecting for air, repositioning tubing, and re-priming attempts. Despite troubleshooting, alarms persisted, and infusion could not continue safely using the original setup. Original infusomat IV set appeared defective. Obtained a new IV tubing set, primed new tubing with medication, and restarted infusion successfully without further issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. Preliminary review identified that the reported lot number 0062034572 is not associated with the reported product code 363904 in company records. Additional assessment will be performed as part of the ongoing investigation to verify device identification. A follow up will be submitted when the investigation results become available.